Event description:
It was reported that the patient was experiencing inadequate stimulation and frequent ipg charging despite the reprogramming done. It was noted that the patient had high impedances on the lead contacts. The patient underwent an explant procedure wherein all device components were explanted. The explanted device components were not returned as they were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7076014/7075994.